Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned sample confirmed the reported deployment failure. The stent graft was found to be partially released and the outer sheath was found to be torn off and elongated. The condition of the device indicates that increased friction must have affected on the delivery system during the attempt to deploy the stent graft finally resulting in the outer sheath fracture. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent partial deployment. As reported, the vessel had not been pre-dilated. Insufficient flushing of the device can be another contributing factor to the reported event. No introducer sheath was used in this case which is also considered a potential contributing factor. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states that the device must be flushed with sterile saline and recommends the use of an appropriately sized introducer sheath as well as pre-dilation. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure" and "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The reported application represents an off-label use of the device. According to the IFU, the device is indicated for treatment of in-stent restenosis in the venous outflow of hemodialysis patients dialyzing by either an arteriovenous (av) fistula or av graft. The safety and effectiveness of the device when placed across an aneurysm or a pseudoaneurysm has not been evaluated.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure for treatment of an aneurysm in the upper right arm, the endovascular stent graft could not be deployed any further after being released 1/4. The delivery system could be removed without issue. Another stent graft was used to complete the procedure successfully. No patient injury was reported.